Event description:
It was reported that the patient presented to the emergency room with pre-syncope. It was also reported that the right ventricular [rv] lead had loss of capture. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that all conductors were distorted, there was blood/body fluid on the proximal conductor (not obstructed), the inner tubing was kinked/buckled, the inner insulation was torn, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was tissue on the helix, the lead was stretched, and there was apparent explant damage.